Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed to g07003. The investigation for the high purge pressure and major bleed has been completed. The cause of high purge pressure was unable to be determined as limited clinical details were provided and no product and data were returned for review. The cause of major bleed can not be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 73-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following initiation of impella rp flex support, a large amount of blood was observed in the endotracheal (et) tube. The patient underwent bronchoscopy and pulmonary angiography for further evaluation. These assessments did not demonstrate bleeding related to impella rp flex venous access, device placement, or the intubation procedure. Further physician evaluation identified a large pulmonary mass, which was determined to be the source of bleeding, with blood tracking into and being visualized through the et tube. During support, the system noted high purge pressures, which dropped fairly acutely, with no kinks or obstructions identified. The patient was not receiving anticoagulation at that time due to bleeding risk. The care team discussed swapping purge cassettes and consulting the provider regarding tpa options, and motor current monitoring was reviewed. The reported event are purge issues and major bleed requiring surgical intervention. Based on the available information, the bleeding was localized to the pulmonary system and manifested via the et tube, an ancillary airway device anatomically and clinically unrelated to the impella rp flex system. The bleeding source was identified within the lung parenchyma and was not associated with the venous access site.